Manufacturer narrative:
The device was returned, and the evaluation found that the acoustic lens was damaged. The reportable malfunction was most likely due to wear and tear damage with mishandling with increased use over time. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the ultrasound gastrointestinal videoscope exhibited a damaged acoustic lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed acoustic lens damage/cut reaching the adhesive could not be determined, however, the issue was likely due to impact stress as the result of user handling/mishandling. The event may be prevented by following the instructions for use which state: evis eus ultrasound gastrointestinal videoscope - olympus gf-ue190 important information ¿ please read before use precautions - warning do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.